Event description:
Clave was connected to the loop type system to the patient and hooked up to a power injector. Facility used the device for cat scan procedure and uses 2 cc./sec of power pressure. There was shredding of the tubing right below the (female luer-shunt). No adverse effects reported.